Manufacturer narrative:
Product evaluation: when compared to the assembly drawing: the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 13 ohms, red [w/white band] 24 ohms, blue 20 ohms, and blue [w/white band] 19 ohms. There were no open circuits and no out of specification condition of the main tube electrodes. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. Per the xvi next gen emg tubes, a continuity test is performed prior to final packaging. Note - the red / white and green individual electrodes had the needle end cut off which was likely performed for handling safety purposes. The electrodes insulation was stripped off for further analysis. Per the electrode drawing the red / white and green end to end ohms resistance shall be less than 2.5 ohms; the actual measurement for both was 1.9 ohms which is in tolerance. The instructions for use provide contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as; paralyzing agents / lubricants / sprays, neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, and displacement during the procedure when rotating, flexing, or extending the patient's head and neck.

Event description:
It was reported that during a bilateral thyroidectomy the nim system "was not getting stimulation or feedback when they found the nerve. They brought in a second system and it still did not work. They decided not to switch at the tube as the case was almost completed. There was no patient harm."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.